Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer properly shut down the station, secured the drawer connections, and rebooted the station. Additionally, an fse removed the back panel and all debris from each drawer. The customer was able to recover the storage function and inventory the medication, with no error message displayed on the screen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple storage space failed and was not recoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.